Event description:
It was reported to boston scientific corporation that a celebrity cytology brush was used during a pulmonary cytology procedure. According to the complainant, during preparation for the procedure the outer sheath of the device was noted to be torn. The procedure was completed with another celebrity cytology brush. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. This event has been deemed no longer reportable based on the investigation results: sheath detached/separated. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Although the complainant has indicated that the suspect device is being returned for evaluation, it has not been received. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Additional information: the suspect device lot number was provided, thus the device lot number, device expiration date, and device manufactured date have been included. Visual evaluation of the returned device found that the yellow outer sheath had separated from the handle; however, the clear strain relief and drive wire were still attached. Several bends and kinks were noted along the working length of the outer sheath, and a bend was found on the drive wire. When the handle cap was removed from the handle, it was noted that the cap was tight, indicating proper application of adhesive. The outer extrusion was split on the proximal end, which is correct per the assembly process. The condition of the returned device was not consistent with the complaint that the device working length was torn; the complaint was not confirmed. The most probable root cause is handling damage. A review of the device history record (DHR) confirmed that the device met all manufacturing specifications. A search of the complaint database revealed that no other complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a celebrity cytology brush was used during a pulmonary cytology procedure. According to the complainant, during preparation for the procedure the outer sheath of the device was noted to be torn. The procedure was completed with another celebrity cytology brush. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.